Event description:
There was no report of any problem during surgical use of this shaver handpiece. This loaner device was returned to conmed linvatec and during testing found to have the potential to activate on its own.

Manufacturer narrative:
Investigation findings: the customer did not report any problem with the shaver handpiece. Following return of this loaner device from the customer, the handpiece was evaluated. During testing of the shaver handpiece, it was found to have the potential to activate on its own. A design change has been implemented for this failure mode. There have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this failure mode.